Manufacturer narrative:
(B)(4). The device was returned for eval. The thread crest is damaged; this damage appears to have initiated at the start of the thread, and is continuous around the thread, consistent with cross-threading. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the pt underwent a posterior spinal fusion procedure. During the surgery, the setscrew did not thread properly and the thread was damaged. The set screw was replaced. No pt complications were reported.